Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2015 arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer using ceiling lift maxi sky 600 and the loop sling the patient fell as the caregiver "didn't put correctly the sling". It was reported that "a loop was a bad start" and this resulted in the patient's fall. As a consequence the patient sustained a fracture and was hospitalized.

Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information gathered it appears most likely that during the patient's transfer using ceiling lift the patient fell due to the sling loop detachment as the caregiver staff was indicated by the customer as : "didn't put correctly the sling". When reviewing similar reportable events, we have found a number of cases with similar fault description (loop "detachment"). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The maxi sky 600 lift and the sling were inspected by an arjohuntleigh service technician that visited the customer site, and no malfunctions were found that could have caused or contributed to the event. Nevertheless, the lift and the sling which work together as a system were found to have not been to specification when the event took place. During our investigation of the sling it was found with a few loose stitches. This is not considered to have impacted on the performance of the sling when using according to the lift instruction for use (IFU) but this is an indication that the sling exceeded its expected lifetime as defined in this IFU and should have been withdrawn from use and replaced. No malfunctions were indicated regarding the ceiling lift. It can be established that the system was being used for patient handling but it appears it contributed to the event due to a use error. A drill down analysis was conducted into this event. From the sequence of events, it is noted that the detachment is indicated to have occurred as the patient was suspended in the sling and was being transferred when the sling loop came off the spreader bar without it breaking or failing. Based on this reported information, the possibility that a sling was not attached at all when the patient was lifted is considered highly unlikely, as this would result in the patient sliding out immediately when she would be lifted. Also, the possibility that the sling was properly attached within the spreader bar hooks is also considered highly unlikely. The sling includes four straps which all remain under tension and being pulled down by the weight of the sling occupant during the transfer, so the possibility that the loop would be lifted upward and would come off the hooks while under tension is improbable. Therefore, it is considered that the loop was improperly attached when the patient was lifted, and suddenly slipped off and thereby "detached" later on during the transfer. The maxi sky 600 ceiling lift instruction for use (IFU) mentions the following task to be performed when lifting a person in the sling: "warning: (...) When attaching a loop sling to the two point spreader bar, always ensure the sling attachment loops are positioned correctly into the retaining hooks". An image within the IFU shows how to properly attached the sling loop. "Warning: check that the sling attachment loops are securely positioned within spreader bar hooks before lifting the resident and that the loops remain that way as the resident is gradually lifted". Following the information received and our evaluation it appears most likely that sling loop was improperly attached when the patient was being lifted as the caregiver did not notice the inadequate attachment during transfer, which constitutes a user error. We find this event's root cause to be related with lack of or insufficient training. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.